Manufacturer narrative:
Device evaluation of electrode belt sn 89016534 has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. Additionally, the trunk cable was cut, damaging wires in the cable. The root cause for cut cables was physical abuse. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.